Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low battery hazard alarms while using the heartmate 3 system controller (serial number (B)(6)) were confirmed via review of submitted log files. The log files revealed atypical, intermittent power cable disconnect and low power hazard alarms on the black power cable due to the relative state of charge (rsoc) voltage fluctuating below the alarm threshold while the controller was connected to battery and power module power. There were no other notable events captured in the log file. Pump operation was not affected by the atypical alarms. The system controller was returned for analysis and passed functional testing without issue. The controller was connected to a mock circulatory loop and was able to support pump function for an extended period of time. The provided information stated that the cause of the alarms was identified to be an issue with the black power lead and that exchanging the system controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev a) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev a) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A follow-up report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hospitalized and had power cable disconnect and low voltage advisory despite being connected to a power module (pm) or batteries. The log files were submitted for review. It appeared that the log files captured low power advisories/hazards while using battery power, it appeared to be on the black power lead side. It was later reported that the controller was exchanged to resolve the alarms.